Event description:
It was reported when using all pyxis medstation es systems biometric scanner was not working and confirmed that all users were unable to scan. The customer stated they were unable to remove the medication to a patient and there was a delay in accessing medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: d1, d5, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 04-dec-2022 to 03- dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the storage space configuration was giving errors when trying to access the station. A field service engineer initially replaced and configured the hard drive but encountered difficulties logging into the admin account. Consequently, the engineer opted to clone the drive, utilizing a different device for this process. After successfully cloning the drive, they returned to the original device to install the new drive. Following this, the engineer uninstalled the remote support service and executed a reboot. Upon regaining access to the support system, they reinstalled both the remote support service and the component manager. After installation, the engineer verified the remote support service, confirming that the station was online. Subsequently, the field service engineer launched the application to perform data synchronization, configured the drawers, and set up auto-login to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using all pyxis medstation es systems biometric scanner was not working and confirmed that all users were unable to scan. The customer stated they were unable to remove the medication to a patient and there was a delay in accessing medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that station's biometric scanner was not working as intended. A field service engineer replaced the hard drive and configured the drive, but was unable to log into admin. A field service engineer decided to clone the drive instead, so went to a different device and cloned the drive. Once completed, they went back to the device and installed a new drive. Then they uninstalled the remote support service and rebooted. Once logged back into support again, they reinstalled remote support service and component manager. Once installed, they checked the remote support service again and the station was online. A field service engineer launched the application and performed data synchronization. Then, configured drawers and setup auto login to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.